Event description:
Boston scientific crm received information that this patient reported a stabbing pain in his left side while doing yard work. He states he had an infection after his device was implanted, however explained the current symptoms feel different and the pain changes with movement. The patient was referred to their physician. Our company has no record of a previous infection reported.

Manufacturer narrative:
As of this report, all products remain in service. Should additional information become available, this event would be updated.